Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It has been reported that during a total knee arthroplasty, the locking screw of the articular surface would not thread into the stem extension. A new articular surface was opened and implanted with no additional issues.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It has been reported that during a total knee arthroplasty, the locking screw of the articular surface would not thread into the stem extension. This resulted in a delay of procedure for approximately two hours. A new articular surface was opened and implanted with no additional issues. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Medical product-stem extension catalog#: 00598801215 lot#: 62663030, femoral component catalog#: 00599401692 lot#: 62466352, articular surface catalog#: 00599403217 lot#: 63121180, tibial component catalog#: 00599803801 lot#: 63336664, poly catalog#: 00597206535 lot#: 63314545, stem extension catalog#: 00598801016 lot#: 62893862. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.